Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that there was a general issue with the electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt issue) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was a short in the trunk cable. The cause of the test failure is the short in the trunk cable. The root cause of the short cannot be positively identified. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.